Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 55 cm. And a medial portion of the lead was received measuring 55 cm. Analysis was conducted and found that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: d274drg implantable cardioverter defibrillator (ICD), (B)(6)  2011; 4968-60 implantable pacing lead, (B)(6) 2007; 4968-60 implantable pacing lead, (B)(6) 2007; 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).